Event description:
The manufacturer received information alleging a ventilator was alarmed for high inspiratory pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed and the device failed a test step during testing. The device's machine flow sensor was replaced to address the issue.